Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was malfunctioning and that the patient had an ipg replacement procedure. It was noted that the patient had suffered severe pain due to an unnecessary additional surgery. The patient's ipg incision site was healing well.

Manufacturer narrative:
Additional information was received that there will be no further course of action. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following ipg replacement procedure previously reported in reference MFR report #: 3006630150-2016-02105, the patient experienced severe pain and suffering. The patient was healing well following the revision however; the patient was having some left trapezius and arm pain down into his deltoid. The physician believes that they may have some neuroforaminal narrowing from c3-4 to account for it. The computerized axial tomography (cat) scan did not raise any red flags.